Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Corrections to: b1 - adverse event/product problem changed from "none selected" to "product problem" h6 - adverse event problem: health effect - impact code changed from "blank" to "f26 no health consequences or impact" h6 - adverse event problem: type of investigation changed from "b17 device not returned" to "b18 device discarded" h11 - additional mfg narrative changed from "blank" to "according to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided."

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 5 and 24 hours on the hip/buttocks. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod. Device was discarded.